Manufacturer narrative:
(B)(4) date sent: 12/16/2025 b3: only event year known: 2025 d4: batch #a98a20. Additional information was requested, and the following was obtained: was the firing sequence started but not did the device deliver any staples? I believe so but did not specifically ask. If yes, were the staples formed properly? Not sure if yes, was the staple line complete? No, partial fire to allow for additional compression did the device cut? I believe so, but did not specifically ask if yes, was the cut line complete? Not sure if yes, was there any issue with the cut line? Not sure was there any difficulty opening the device jaws? Yes. Once the blade was engaged for the partial fire, it would not retract when they decided to get out of the firing. They said nothing happened when they pressed the home button. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with the joint cover damaged and with one er60w reload loaded on the device. The reload was received partially fired 1/4. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The partially fired is consistent with an incomplete or interrupted cycle. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of difficult to open and incomplete articulation homing could not be confirmed as the device opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. The event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98a20, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, the device was articulated and partially fired; the surgeon elected not to complete the firing. Repeated attempts to retract the knife blade via the home button were unsuccessful, even after battery removal and reinstallation. A manual override was used to open the jaws of the device. There was no patient consequence nor surgical delay reported. No additional information provided.